Event description:
Additional information reported that in addition to the loss of atrial capture, there was a loss of atrial sensing and the right atrial lead was discovered to have dislodged. The right atrial lead was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Interrogation of the device revealed that the atrial threshold had risen in both bipolar and unipolar configurations, leading to loss of capture. The physician programmed the device to vvi mode. The patient was asymptomatic and in stable condition. The patient would continue to be monitored.